Event description:
As reported: "surgeon has asked for a revision of an in-situ stanmore mets device. The patient has a standard size distal femur with a fixed hinge tibia in situ. He is planning on preserving the tibial component and revise everything else."

Manufacturer narrative:
Reported event: an event regarding revision involving a mets distal femur was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "the x-ray shows an apparently well fixed cemented distal femoral replacing hinged tka on the right and a standard primary tka on the left. No documentation was provided indicating the necessity or plan for revision of the distal femoral replacing tkr." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised. The reason for revision was not reported. A review of the provided medical records by a clinical consultant indicated: "the x-ray shows an apparently well fixed cemented distal femoral replacing hinged tka on the right and a standard primary tka on the left. No documentation was provided indicating the necessity or plan for revision of the distal femoral replacing tkr." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.